Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data supplied. The ccc found both calibration and quality control (qc) were within range. The customer stated the initial result showed an error message for an "abnormal reaction". A siemens headquarters support center (hsc) specialist reviewed the event. Hsc reviewed the data supplied. Hsc found both instruments were calibrated with the same calibrator lot. Hsc did not receive calculation/result files and was not able to download the data. A service report was not available for review. Hsc found the customer centrifuges for seven minutes, which is lower than a majority of specimen tube manufacturers would suggest. The cause of the discordant, falsely depressed calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was not reported out to the physician(s). The same sample was tested on an alternate dimension vista instrument, resulting higher. The repeat result was reported out to the physician(s).there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium result.